Manufacturer narrative:
According to the facility, on (B)(6) 2025, "heel warmer activated and placed on infant's heel in the cardiac ICU and burnt a babies heel." Per the facility, "patient has had daily wound care and it is healing. 3rd degree burn. Plastics consult." Product has been requested for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, on (B)(6) 2025, "heel warmer activated and placed on infant's heel in the cardiac ICU and burnt a babies heel."

Manufacturer narrative:
Added a3a: sex. Added d4: lot number (was previously entered incorrectly as serial number). Updated h6: type of investigation (b). Updated h6: investigation findings (c). Updated h6: investigation conclusion (d).